Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release the reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a reading of hi (greater than 500 mg/dl) when scanning the adc freestyle libre 2 sensor, which was high compared to a competitor brand meter, on (B)(6) 2021. The customer experienced cold sweats and hunger and was unable to treat themselves. A blood glucose test of 31 mg/dl was obtained on the competitor brand meter and the customer was provided a glucagon injection by a non-healthcare for treatment. No additional information was provided. There was no report of death or permanent injury.